Event description:
It was reported that dissection occurred. The 85% stenosed target lesion was located in the right coronary artery. The vessel was prepared with a 2.5 x 15mm non-boston scientific balloon. A 3.00 x 38mm synergy xd drug-eluting stent was then deployed for treatment. However, a proximal edge dissection was found. A 3.5 x 38mm synergy xd was used covering the dissection. Physician deployed 3.0 x 20mm promus elite also in left circumflex coronary artery. Patient fully recovered and was stable after the procedure.